Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: during investigation, the pump was powered up to a blank display. The pump was opened to find the display cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.